Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver medication and was found to be broken during use. The following was reported by the initial reporter: "this is a report about clog and broken needle npe. The customer (hospital) reported as follows: the patient (; humalog user) stated that drug hadn't come out upon priming. Our staff checked the product and found that the needle npe was broken and stayed in the rubber part of the pen."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-04. H6: investigation summary one open 32g x 4mm pen needle sample and four photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver medication and was found to be broken during use. The following was reported by the initial reporter: "this is a report about clog and broken needle npe. The customer (hospital) reported as follows: the patient (humalog user) stated that drug hadn't come out upon priming. Our staff checked the product and found that the needle npe was broken and stayed in the rubber part of the pen."